Event description:
It was reported that during a laparoscopic small bowel resection, the device was fired across the small bowel and appeared to function as normal. Upon removal of the instrument, the tissue was transected as expected, but only one side of the staper had applied staples. The other side was completely void of staples. The procedure was converted to open. There was no additional patient consequence.